Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2015-02293 / 2015-02387 / 2016-01721). Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent a left total hip revision procedure approximately seven years post-implantation due to alleged corrosion, friction wear, metal debris, pain, limited mobility, and elevated metal ion levels. The cup and head were removed and replaced and a liner was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left total hip revision procedure approximately seven years post-implantation due to alleged corrosion, friction wear, metal debris, pain, limited mobility, and elevated metal ion levels. The cup and head were removed and replaced and a liner was implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.